Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they had a bunch of broken instruments and gave a description and filled in every spaces for them all, one by one! Almost all of them stopped working during the procedure, when the wire broke in the distal tip. We didn¿t see any missing parts in the patient. And there were only short delays when we opened a new instrument. No hard uses from the surgeon as we could see.